Event description:
During a cryoablation procedure a polar sheath was selected for use. After pulmonary vein isolation, an st elevation occurred during cavo-tricuspid isthmus (cti) line ablation with a non- boston scientific catheter using a polar sheath as well as block line creation under pacing. The procedure was completed. Per physician comment, it was reported that the cause of the event might be due to the ablation of the cti line.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.